Manufacturer narrative:
Results: the returned cat6 was kinked at approximately 37.0 cm, 39.0 cm and 135.0 cm from the hub. Conclusions: evaluation of the returned cat6 confirmed a distal kink. If the device is forcefully advanced against resistance, damage such as a distal kink may occur. The root cause of the resistance was unable to be determined. Further investigation revealed additional kinks on the returned cat6. These kinks were likely incidental to the complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal artery using an indigo system aspiration catheters 6 (cat6). During the procedure, the physician crossed the occluded popliteal stent using a spartacore guidewire. Next, the physician made two passes using the cat6 with a non-penumbra sheath. It was reported that the guidewire was removed to maximize aspiration. While advancing the cat6 down through the proximal portion of the previously placed stent for a third pass, the physician found a dissection flap approximately three centimeters above the stent; subsequently, the distal tip was found to be kinked. The physician stented the area of the dissection flap and the procedure was completed using a new cat6 and the same non-penumbra sheath. There was no report of an adverse effect to the patient.